Event description:
It was reported that the bd safetyglide¿ needle was blocked when trying to push out vaccine medicine. The following information was provided by the initial reporter: "level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: unable to push vaccine into needle. ++ resistance. Impact of incident: no impact to patient . Who was affected? No person affected. Frequency of problem: first time".

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.